Manufacturer narrative:
Concomitant products: vedr01 ipg, implanted: (B)(6) 2011.

Event description:
It was reported that during a system upgrade procedure a venous thrombosis was noted in the subclavian area. The right ventricular (rv) lead was removed and upgraded from a pacing lead to a defibrillation lead. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.